Event description:
The surgeon performed a left si joint fusion utilizing three ifuse implants on (B)(6) 2011. The pt had marked improvement in his si joint pain complaints for three months. At this point, the pt began to complain of pain in his left hip, buttock and groin that occurred with certain motions of the left leg such as hip flexion. This pain was described as "different" than the pt's original si joint pain (sharper and different location). Per the surgeon, x-ray and CT analysis showed the implants to be in good position with no signs of lucency around the implants. The surgeon sent the pt for injections for the "butt" of the implants at the level of the lateral ilium. Three sets of injections were performed. The first injections were "not helpful" the second injections were "very helpful" and the third injections were "not helpful." The pt also had a fourth injection over the butt of the middle implant. There was an osseous cap over this implant. The pt received good temporary relief with this injection. On (B)(6) 2012, the surgeon performed a revision surgery and removed the middle implant and replaced it with a 12 x 40 mm globus screw. The pt has done well since the revision surgery, and at this time has no further complaints. The surgeon reports that there was indeed some bone over the lateral aspect of the implant. The implant came out easily. The implants were not returned for eval. The x-ray and CT scan images were not reviewed by si-bone's (B)(4). Per the (B)(4), there may have been potentially malposition of the implant or sacral dysplasia which might have contributed to poor fixation of the si joint.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fema, the most probable root cause is potential implant malposition or sacral dysplasia.